Event description:
Procedure type: unk. According to the reporter: the customer reports that the device was blocked shut during the operation and they had to cut around the tissue to get the device off. The intervention time was not extending over 30 minutes and there was no add'l blood loss.

Manufacturer narrative:
(B)(4).